Manufacturer narrative:
H6/h11: correction/additional informaiton: device history review added. Investigation summary received one (1) used. List #14007-31, primary plum set with one (1) used. List #unknown, 0.9% sodium chloride 50ml bag for evaluation. As received the corner of the cassette was cracked and the secondary port clave from the cassette was bent and separated below the clave. Stress marks and a rigid break were observed on the clave and the port. The complaint of cracks and damage can be confirmed. The probable cause is due to an unintentional bending force during use. The device history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
A2 - date of birth was approximated, based on provided information. Investigation summary received one (1) used. List #14007-31, primary plum set with one (1) used. List #unknown, 0.9% sodium chloride 50ml bag for evaluation. As received the corner of the cassette was cracked and the secondary port clave from the cassette was bent and separated below the clave. Stress marks and a rigid break were observed on the clave and the port. The complaint of cracks and damage can be confirmed. The probable cause is due to an unintentional bending force during use.

Event description:
A complaint was received regarding a primary plum set, in which it was stated the device had its chamber damaged. The event occurred at the nicu (neonatal intensive care unit). Patient with sepsis due to staphylococcus aureus. The event was identified during the use of the product, and no harm was reported. The product was replaced. Customer reference number (B)(4).